Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose (bg) level was 500 mg/dl. Customer reverted to a manual injection for insulin delivery to address bg. System check with tandem technical support could not be performed, as occlusion alarm occurred in the past. Customer changed supplies to address occlusion alarm, and resumed insulin delivery.